Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level at the time of incident was 530 mg/dl. The customer¿s current blood glucose value level is 477 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with bolus using insulin pump. Based on customer¿s report customer did allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that the no large bubbles in the tubing was present and cannula was bent. The insulin pump and reservoir will not be returned for analysis.